Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had normal operating currents and no unexpected off no power, low battery, or battery out limit alarms were noted. The insulin pump had a cracked display window, a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported a keypad anomaly. The act button responded but the other buttons did not. Prior to the event, it was possible that the insulin pump was exposed to perspiration. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.